Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited rising shock impedance measurements; shock impedance measurements were in the 120 ohms range twelve months ago and out of range in the 140s more recently. Defibrillation threshold (dft) testing was performed, however they were unable to induce ventricular fibrillation (vf) long enough before the patient spontaneously converted. Next, they did a commanded 41j shock and the shock impedance value was 90 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.